Event description:
It was reported that an arteriotomy closure of a common femoral artery with small calcified non-obstructive plaque was attempted using a prostar xl after an interventional core valve procedure. Reportedly, following the procedure, difficulty was experienced closing the groin. Manual arterial compression was applied. The patient developed a pseudoaneurysm and surgery on the groin was required. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.